Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and control printed circuit board error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated onsite by our field service engineer (fse), the expiratory channel with the pressure transducers and control printed circuit boards (pcb) were found to be defective and the fse resolved the reported failure by replacing them. Then the ventilator passed all functional and safety test and was cleared for clinical use. This can be confirmed in the logs. Expiratory channel pcb is part of subsystem breathing bre. The main functions are expiratory flow measurement and expiratory cassette handling. Expiratory flow measurement is performed by the flowmeter in the cassette. It's connected to the cassette via expiratory channel connector printed circuit board. Pressure transducer pcb conveyed the pressure via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure. Control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow. Then the pcb's where sent for further investigation. All of the pcb's were then tested together in our ventilation laboratory. Several pre-use checks were performed before and after several days of ventilation. The reported problem was unable to be reproduced. The root cause of the reported issue could not be determined.

Event description:
Manufactures reference ID: (B)(4).